Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Date of birth: born in (B)(6). Concomitant medical products: part: 110024465, g7 dual mobility liner 46mm g, lot: 143090, part: 010000985, g7 freedom const e1 lnr 36mm g, lot: 6517058, part: 11-300920, arcos 20x190mm spl tpr dist, lot: 751510, part: 010000666, g7 pps ltd acet shell 58g, lot: 6320695, part: 11-107018, freedom constr hd 36mm t1 std, lot: 062190, part: 11-301354, arcos con sz d hi 80mm, lot: 393990, part: 010000997, g7 screw 6.5mm x 20mm, lot: 6393349, part: 010001002, g7 screw 6.5mm x 45mm, lot: 6223759, part: 010001001, g7 screw 6.5mm x 40mm, lot: 6310209. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02567, 0001825034-2019-02568, 0001825034-2019-03752, 0001825034-2019-03754.

Event description:
It was reported that a patient underwent a left total hip arthroplasty, subsequently the patient underwent a revision due to recurrent dislocation approximately four weeks post-implantation. A review of the xrays noted heterotopic ossification along the greater trochanter and lateral aspect the proximal femoral diaphysis. No further event information available at the time of this report.